Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During device evaluation, the customers allegations were confirmed. There was leakage from the air/water port on the scope connector. And water tightness was lost, due to deformation of the suction connector. Other findings besides those already mentioned include the following: the suction cylinder was shaved. Due to clogging of the nozzle; water removal ability and the amount of water contact did not meet the standard value. Due to wear of the angle wire; the bending angle in the up/down/right/left directions and the play of the up/down knob were out of standard value. The bending section cover and switch 1,2,3,and 4 all had discoloration, the adhesive on the bending section cover was detached, the light guide cover glass had corrosion, and the image had a partially dark area; due to a scratch on the objective lens. The following components were scratched: the connecting tube, universal cord, objective lens, distal end, acoustic lens, grip, and the image guide protector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, that during reprocessing. There was a leakage on the evis exera ii ultrasound gastrovideoscope, from the air/water bottle connector. There were no reports of patient harm associated with this event. The device was returned and evaluated. And the forceps elevator had yellowish/brown foreign material, and the nozzle had foreign objects in it. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.